Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when priming the line with endoxan using a bd phaseal¿ injector luer lock n35j, the needle remained exposed after disconnecting. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: the sample was evaluated by (B)(6) lab. According to its report (received on june 04th 2018), the injector is damaged (piston grips damaged, one grip of the safety broken and out of their place). No non-conformances were found in DHR, final lot#1710101, assembly lot #7272333. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Investigation conclusion: the exposure of the needle is caused due to the breakage of the safety sleeve. The breakage occurs when the injector is not properly disengage. It is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated and cannula causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged.